Event description:
The report described a problem where the customer's pump declared a cartridge change error, causing the pump to fail in adding insulin. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who guided them through various troubleshooting steps, such as inspecting and cleaning parts of the pump and attempting to load a new cartridge. Despite these efforts, the issue persisted, leading to the involvement of customer support associates for further troubleshooting. Ultimately, the customer was not able to load the cartridge successfully, and a loaner pump was sent to resolve the situation. The case was then closed as no further action was required from technical support.